Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication accept button was not visible on the patient-specific bin screen, appearing to be hidden beyond the screen border. A technical support specialist spoke with the customer and confirmed that a reboot appeared to resolve the issue, as the hard drive had been filling up and causing the station to behave inconsistently. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the screen resolution needed to adjust. When attempted to access a medication on the patient specific bin screen, the accept button was not visible. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.